Event description:
It was reported that in the pt's room one week after the catheter was placed, a leak was found from the insertion site. See 1036844-2013-00192 for first complaint. The user replaced the catheter placed in the (B)(6) male pt's right subclavian vein; however, strong resistance was met inside the distal extension line. As a result, the user cut the extension line approx in the middle and inserted the swg into the remaining line but resistance was again met, this time near the junction hub. The user then cut the body of the catheter approx 5 mm below the junction hub and tried to insert the swg into the remaining catheter but again strong resistance was met. As a result, the user then removed the catheter as further treatment was not needed. There was no reported delay or death; however, the insertion site became swollen and the pt had a temperature as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.